Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing insulin leakage at the infusion site while using the infusion set. He stated the leaks occurred when the headset was attached below the belt line. He noticed the leak when his shirt became wet. He moved the headset above the belt line and had no further issues. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.